Event description:
The customer reported experiencing pain at the sensor site during wear of the abbott diabetes care (adc) device. The customer was able to self-treat with doliprane 1g (acetaminophen for mild pain relief), laroxil (tricyclic antidepressant), and izalgi (acetaminophen and powdered opium for moderate and severe pain relief). No third-party contact or treatment was provided for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Applicator and sensor pack were not required for this investigation. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain at the sensor site during wear of the abbott diabetes care (adc) device. The customer was able to self-treat with doliprane 1g (acetaminophen for mild pain relief), laroxil (tricyclic antidepressant), and izalgi (acetaminophen and powdered opium for moderate and severe pain relief). No third-party contact or treatment was provided for this issue. There was no report of death or permanent impairment associated with this event.